Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.277 ohms. The acceptance criterion for this test is < 0.1 ohm. This device also failed the 30 psi occlusion test recording a pressure of 21.000 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure modes were confirmed during testing. This investigation is pending further results. CAPA's were initiated to investigate the root cause for the failure modes. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.277 ohms. The acceptance criterion for this test is < 0.1 ohm. This device also failed the 30 psi occlusion test recording a pressure of 21.000 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure modes were confirmed during testing. This investigation is pending further results. No patient involvement was reported.

Manufacturer narrative:
The probable cause of the ground resistance test failure was determined to be a component failure. The power filter module was replaced, and the ground resistance test subsequently passed with a measured value of 0.083 ohm. The probable cause of the failed 30 psi occlusion pressure test was also determined to be a component failure. The issue was successfully resolved by replacing the pressure sensor. Following replacement, the device passed the 30 psi occlusion pressure test with a measured value of 25.700 psi, which is within specification. G3: this correction is being submitted to update the previously reported date. The correct date is 02/10/2026. Reference to complaint #: (B)(4).

Event description:
The device was returned to intuvie, and during evaluation, the pump failed the ground resistance test, measuring 0.277 ohm. The acceptance criterion for this test is less than 0.1 ohm. The device also failed the 30 psi occlusion pressure test, recording a pressure of 21 psi, which is outside the acceptable range of 22¿38 psi.